Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years nine months of post deployment, a computed tomography angio (cta) chest was performed and it was revealed there was a single strut visualized within the apex of the right ventricle with no evidence of surrounding thrombus. There was a second visualized strut within the right middle lobe segment of the right pulmonary artery. The filter hook abuts right renal artery. Subsequently the patient scheduled for the filter retrieval, the right internal jugular vein and right common femoral vein were accessed. The patient with indication of penetrated/fractured filter struts. An 18 french sheath was advanced in right internal jugular vein and 20 french sheath in right common femoral vein. The filter was captured and collapsed into the sheath and removed in its entirety. Forceps technique were used to dissect and grasp the filter hook. Around, four months and fifteen days later, a computed tomography (CT) chest was revealed linear metallic densities in the right ventricular apex measuring in total approximately 16mm and medial segment of the right middle lobe pulmonary artery compatible with embolized filter struts. Therefore, the investigation is confirmed for the filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the provided medical records, there is no clear evidence to confirm for perforation of the inferior vena cava (ivc) and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached filter struts perforated and migrated. Approximately seven months and thirteen days there was a failed removal attempt of the filter and approximately seven months and thirteen days, the device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the embolized filter strut located in the right ventricular apex and another in the segmental branch of the right pulmonary artery within the right middle lobe. The patient reportedly experienced tachycardia; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for limb detachment, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the detached filter struts perforated and migrated. Approximately seven months and 13 days there was a failed removal attempt of the filter and approximately seven months and thirteen days, the device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure and the detached struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the embolized filter strut located in the right ventricular apex and another in the segmental branch of the right pulmonary artery within the right middle lobe. The patient reportedly experienced tachycardia; however, the current status of the patient is unknown.